Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 181930: (B)(4) items manufactured and released on 26-giu-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, 83 items of the same lot have been already sold without any another similar reported event on the same lot.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2018, the patient came in due to signs of infection and the pathogen was unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in reporting pain due to a subsided tibial component. The cause is unknown. The surgeon revised the insert, tibial tray, and femoral component and added extension stems. The surgery was completed successfully.